Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of 'device failed downstream occlusion tests 3 times' was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log (ehl) revealed downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be the downstream calibration values out of specification. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.